Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals and variable signal amplitude measurements. The patient was hospitalized and shock therapy was programmed off. Boston scientific technical services (ts) was contacted and recommended thorough provocative maneuvers to assess whether the noisy signals are reproducible, as well as diagnostic imaging to verify correct system placement and integrity. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals and variable signal amplitude measurements. The patient was hospitalized and shock therapy was programmed off. Boston scientific technical services (ts) was contacted and recommended thorough provocative maneuvers to assess whether the noisy signals are reproducible, as well as diagnostic imaging to verify correct system placement and integrity. The physician elected to reprogram to the secondary sensing vector and is continuing with remote monitoring. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals and variable signal amplitude measurements. The patient was hospitalized and shock therapy was programmed off. Boston scientific technical services (ts) was contacted and recommended thorough provocative maneuvers to assess whether the noisy signals are reproducible, as well as diagnostic imaging to verify correct system placement and integrity. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.